Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during use of the healon gv viscoelastic device, the surgeon experienced difficulties. Reportedly, the patient developed significant corneal edema, making the completion of the phaco-emulsification very difficult due to the poor view. There were several difficulties with the case, so the doctor was unsure which step in the procedure contributed to the corneal edema. The eye was in an unusual position so the red reflex was difficult. The cataract was quite dense so vision blue, a non-amo product, was instilled followed by use of balanced salt solution and then the healon gv. As this point of view was deteriorating, and capsulorrhexis was commenced, the doctor was committed to completing the operation. Patient's visual acuity pre op was 6/18 and visual acuity was 6/7.5 post op. The patient was taken out of the operating theatre and given mannitol to clear cornea. The procedure was delayed 30 minutes. The corneal epithelium had stayed white waiting for edema to clear. Day one (1) post op, epithelium had healed, still considerably sticky. One week later, was much better. The doctor requested an assessment of the vision blue and balance salt solution used in the procedure along with the healon gv. This same lot of healon gv was used on seven (7) patients without any ill effect. No further information was provided.

Manufacturer narrative:
No complaint sample was returned to the manufacturer for investigation. Record review was completed where a search on the complaints was performed and one similar complaint was found. However, that complaint was not confirmed. Trends were reviewed and no increase of trends were seen. All pertinent information available to abbott medical optics has been submitted.